Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: a review of the pump¿s black box showed a cs088 watchdog alarm on (B)(6) 2017. During testing, the pump successfully completed the ez-prime steps without any call service alarms or issues. The battery compartment was undamaged and able to properly fasten to a test battery cap. The pump cover was removed and moisture corrosion was observed on the printed circuit board and watchdog circuit. The original complaint of a cs088 alarm was noted in the pump history but unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.